Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery while trying to bolus. The customer's blood glucose level was 202 mg/dl at the time of the call. The customer stated that the battery on their insulin pump is at half way and it has only been a week since inserting new batteries. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was advised to change their reservoir set as soon as possible. The customer does not have sets available at the time of the call, but they stated that they will change it the following day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.